Event description:
The device was used during a laparoscopic nephrectomy. Reportedly, the staples formed correctly, but dropped off the vein. The procedure was converted to an open procedure for bleeding. No transfusion was required.